Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during dialysis mode. The user visually observed the saline bag refilling with dialysate. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.

Event description:
A user facility reported a saline bag back filled during a hemodialysis treatment. Treatment was stopped. The patient's blood was not rinsed back resulting in an estimated blood loss of less than 100cc's. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. The facility technician replaced the pressure regulator and machine was returned to service. Part available for manufacturer's evaluation.